Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that that the luer lock tip of a bd plastipak¿ 50ml concentric luer lock syringe broke during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one used 50ml ll, lot 1709269 sample was received by our quality team for investigation. Upon visual inspection of the sample received, it can be observed the barrel of the syringe is broken at the edge of the tip base to verify tip breakage. No other damage or molding defect can be observed in the syringe barrel. DHR of lots 1709269 has been reviewed finding no non-conformances associated with this issue during production of this batch and the molding parameters during the manufacturing process of this lot have been reviewed finding all of them within specification limits. Since no molding defect was found in the sample received and no quality notifications happened during manufacturing process of this lot, the root cause of this incident cannot be determined. However, a project has been opened to investigate and reduce the occurrence of this defect. Based on severity and occurrence no formal CAPA is required according to internal procedure.